Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above (300 mg/dl.) The customer would delivered a bolus and manual injections to stabilize bg level. The contact stated the customer sustained diabetic retinopathy from elevated bg levels. The contact declined to troubleshoot with tandem technical support.